Manufacturer narrative:
Correction; h.6. (Patient code). The customer¿s report that the infusion set pull apart at the pump segment was confirmed. Functional testing could not be performed due to the set's separation and receiving only a partial set. Visual inspection confirmed that the separation occurs between the silicone pump segment tubing and the upper fitment. The set was received separated at the top of the pumping segment. The ring retainer was not received with the set and a ring retainer indentation was observed around the end of the silicone pump tubing where the separation occurs, indicating that it had been assembled onto the set. The root cause could not be definitively determined.

Event description:
It was reported that when administering electrolytes, the infusion set pulls apart at the pump segment. The rn switch out the tubing which caused a delay. Although requested, there has been no further patient or event information made available to date.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that when administering electrolytes, infusion set pull apart at the pump segment. The nurse switch out the tubing which causes delay .there was no harm to patient.